Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injection. The customer stated that her readings have been high for about 2 weeks. The customer stated that she changed her set and received a no delivery alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there is a crack above the right corner of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.